Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the ball bearing had fallen apart, and failed pre-test for temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the nose tube of the attachment device was bent/damaged, and the bearing was damaged. It was noted that the ball bearing had fallen apart, and the extension sleeve was damaged. It was further determined that the device failed pretest for cutter insertion assessment, visual assessment, and temperature testing. It was noted in the service order that there was a bearing failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.